Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode with oversensing of nonphysiologically noise in the primary vector. No inappropriate shock therapy was ever delivered and the untreated episode eventually terminated. Additional information provided from the field indicated the patient was later brought in for product testing. Non-physiological noise was elicited when manipulating the can in both the primary and alternate vectors. There was no non-physiological noise seen in secondary, only very slight myopotential noise however, this was rare and sensed with n markers. The field suspected sense b node noise, no noise could be elicited from tapping/touching the electrode. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.